Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15x3.5 mm balloon ruptured at 12 atms on the third inflation. The first inflation was to six atms and the second inflation was to 12 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending cornary artery. The physician used a 6f radiofocus introducer sheath for vascular access, a 6f heartrail guide catheter and a forte m guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.